Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that multiple patients was not showing up due to software issue. A technical support specialist confirmed that issue resolved by methodist end. The system functioned as intended after the technical support service troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system multiple patients was not showing up, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.